Event description:
Fecal incontinence collector applied 9/29/94. Removed because of leakage. Pt now has partial-thickness red, moist, open areas: left buttock 2.5 x 1.5 cm and right buttock 11 x 1-3.5 cm. Rptr applied device. Staff removed device.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.